Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date in 2023 and topical skin adhesive was used. During a post op follow up, the patient presented with blistering. The resolution was to remove the product and patient was given antibiotics. Current patient status. Recovered. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) ¿ device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Has patient had previous exposures to dermabond or other skin/nail glues? Yes. Have these patient¿s had previous exposures to dermabond or other skin/nail glues? Is this second or revision surgery where dermabond or prineo was used? Patient had a reaction to the prineo were second surgeries in which prineo was used in the first surgery. Is there a protocol in place pre-operatively to identify any potential known hypersensitivities to the following: a. Pressure-sensitive adhesives (adhesive bandages, athletic tape, first-aid tape, etc.) B. Benzalkonium chloride (cosmetics, cleaning wipes, antibacterial adhesive bandages, etc.) C. Formaldehyde (paints, varnishes, industrial adhesives, etc.) D. Cyanoacrylate (glues, false eyelashes, false fingernails, etc.) He does ask general questions about sensitivity to adhesive. Are there any dressings used on top of prineo? Yes, he does use an abd on top of prineo. Has anything changed in the skin prep or application of skin prep? There has been no changes to skin prep protocols. Has anything changed in application of prineo? There has been no changes in the application of the prineo and the same pa has been doing the application for over a year and a half. Was the patient(s) female or male? Patient male. Was procedure total knee replacement? Yes (B)(6) 2023 was provided as procedure date, no, it was an unknown procedure date, doctor did not give that information. What, was this the date of the reaction? Unknown. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Product was applied according to IFU guidelines what prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Abd. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Pressure sensitive questions were asked patient demographics: initials / ID,, age or date of birth; bmi male patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Product lot of product used? Unknown .current patient status. Recovered what is the physician¿s opinion as to the etiology of or contributing factors to this event? Sensitivity to cyanoacrylate. Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.